Event description:
It was reported that there was a device electrical reset that occurred and that a patient alert was triggered due to the reset. The device was interrogated and evaluated. The device remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) occurred. A por for critical ram parity error, addr=232d, data=40 occurred on (B)(6) 2012, 12:01:41. A patient alert for device circuit error occurred on (B)(6) 2012 12:01:41. Diagnostic information is consistent with the reported event.